Event description:
Augmented with mcghan 180-200cc double lumen breast implants in subglandular position. Physical exam grade iii ptosis with right breast having grade ii capsular contracture and left having grade IV and capsular contracture. Pt underwent bilateral breast capsulectomy and implant removal. Saline shell was deflated but gel was intact bilaterally. Pt augmented with mentor gel mammary implants without incident.